Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the atrial channel of the device. No intervention was performed and the patient was stable and will continue to be monitored.